Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial, follow-up 1, MDR in block(s) b5.

Event description:
It was reported that during the pulmonary vein isolation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was leaking air during aspiration after introducing the farawave catheter into the sheath. When farawave was removed the sheath stopped leaking air. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned. It was further reported: the dilatator was introduced into the faradrive sheath before the sheath had been flushed, the dilatator was removed and the sheath was properly flushed without any sings of air leakage, the dilatator was then reintroduced into the sheath. Pressure bag was used for the irrigation of sheath. The guidewire was at the tip when introduced into the sheath, and advanced 2-3 cm before aspiration. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the pulmonary vein isolation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was leaking air during aspiration after introducing the farawave catheter into the sheath. When farawave was removed the sheath stopped leaking air. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned. It was further reported: the dilatator was introduced into the faradrive sheath before the sheath had been flushed, the dilatator was removed and the sheath was properly flushed without any sings of air leakage, the dilatator was then reintroduced into the sheath. Pressure bag was used for the irrigation of sheath. The guidewire was at the tip when introduced into the sheath, and advanced 2-3 cm before aspiration. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was leaking air during aspiration after introducing the farawave catheter into the sheath. When farawave was removed the sheath stopped leaking air. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned.